Event description:
Patient was hemodynamically unstable and required a central line. The first attempt was made and when the guidewire removed, it was noted to be extremely difficult and began to unravel. Eventually it was removed and a new one inserted. The second guidewire would not remove and unraveled while in the patient's chest. The patient was transferred by required vascular surgery to remove the wire.